Manufacturer narrative:
This is being reported as a serious injury due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Engineering evaluation of the returned driver determined the root cause of the tip fracture is attributed to the driver not being fully seated in the polyaxial screw at the time of fracture. Review of manufacturing history records found that a total of (B)(4) pieces of this lot were released for distribution between november of 2014 and february of 2015 with no deviation or anomalies that would relate to the reported event. A two-year complaint history review did not reveal any previous report of tip breakage for this lot.

Event description:
It was reported that during a procedure performed on (B)(6), 2015 the tip of the reform polyaxial driver (39-sp-0700) broke while inserting a 8.5mm x 90mm reform pedicle screw in the right s2 (sacroiliac). The tip of the driver was left in the head of the screw implanted in the patient. There was no delay to the procedure as a result of this issue.